Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices are being filed under separate medwatch report numbers.

Event description:
It was reported that during advancement of the 2.75x18 mm xience sierra stent delivery system (sds) over a balance middleweight (bmw) universal ii guide wire, the sds moved a little but then became stuck. The bmw guide wire was exchanged with another, same size bmw universal ii guide wire but again the sds became stuck. Another xience sierra sds and bmw guide wire were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.